Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error 130. The ok button was unresponsive. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a pump error 130 during rewind due to motor flex cable not completely plugged into j5/pcb 1 properly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current, and active current measurements due to pump error 130.